Manufacturer narrative:
H3: visually, a portion of the cuff balloon was adhered to the tube upon return. Functionally, a syringe was used to inject 20cc of air into the cuff and the aforementioned adhered portion of the cuff remained adhered near the cuff notch. Per the drawing, rtv is applied to both ends of the cuff. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre op it was found that the cuff of the endotracheal tube was adhered to the tube wall before surgery. The procedure was completed with back up device. There was no patient involved.

Manufacturer narrative:
H6: code is updated. Previously submitted fdc d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.